Event description:
It was reported that the anesthesia workstation failed system checkout. Moreover, the device had an excessive leakage. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. Our field service engineer investigated the anesthesia system on-site and the reported failure was reproduced. It was found that the excessive leakage was caused by incorrect installation of the double channel plate and this was corrected which solved the excessive leakage. Further diagnose of the system revealed other failures. To solve these failures parts were needed for the repair. The customer did not agree to have the repair performed. Evaluation of the received system device logs confirm the reported excessive leakage during system checkout and other sub test failures. Our conclusion, based on the field service engineer investigation is that the excessive leakage was solved by re-positioning of the double channel plate. The other failures found during the diagnose can be confirmed in the log but based on the limited information, the root cause of these failures has not been determined.the UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
Manufacturer's reference #:(B)(4).